Manufacturer narrative:
S/w version: 6.21u. Retainer ring=black. Pump case type: ngp . The pump was returned for pump error 37, pump error 43 and pump error 42 alarms found on (B)(6) 2023. Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37, pump error 43, and pump error 42 alarms noted during testing. However, pump error 37 alarms noted in the pump history/trace files on (B)(6) 2023 at 06:33:05.000. Pump error 43 alarms noted in the pump history/trace files on (B)(6) 2023 at 06:32:53.000. Lastly, pump error 42 alarms noted in the pump history/trace files on (B)(6) 2023 at 06:32:53.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump error 37, pump error 42, and pump error 43 alarms confirmed in the pump history files on (B)(6) 2023 due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast (pump error 37) and drive count error boundaries exceeded after movement (pump error 42) and an error in the motor was detected by reading an unexpected value from hall sensor (pump error 43). Troubleshooting was performed and was able to clear the alarm successfully. The customer was able to rewind the pump. Advised the customer to do a self-test on the pump and it got passed. The error table indicated the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.